Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm and a false upstream occlusion alarm occurred. A review of the event history log revealed multiple air in line alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of both conditions was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address both issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during unspecified process step. There was no patient involvement. No additional information is available.